Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. (B)(4). Batch # unk. Additional information requested but unavailable: I am seeking clarification of the event: it was reported that they used the device to cut the rectum. The gun locked, knife locked and the use return button is not working. They changed to another gun and it¿s still not working. It was reported that there were three devices used in the case ec60a, pse60a and pse45a. What was the issue with the pse45a? Did the device eventually open? If no, how was the device removed from the tissue? How was the case completed?

Event description:
It was reported that during an unknown procedure, they used the device to cut the rectum. The gun locked, knife locked and the use return button is not working. They changed to another gun and it's still not working. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m52m6x. Evaluation: the analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the reverse button force worked as intended without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.